Manufacturer narrative:
(B)(4). Date sent: 4/16/2026. B3: unknown. D4: batch#: a98p74. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with a gst60t reload present. The reload was received fully fired, with the pan detached from the reload and the reload body broken. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. The device event log was reviewed the log indicates that no suspect power cycles were noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number: a98p74, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a video-assisted thoracic surgery, the device with the cartridge could be used properly at first. However, exchanging the cartridge and before firing at the 2nd, the scrub nurse said that the cartridge could not be loaded. Checking the main body, it was found that one of parts remained inside of the jaws. The cartridge color was black. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information provided.